Manufacturer narrative:
Operator called tech service reporting that they had moved the table to the trendelenberg position and now the table would not move. Tech service had the operator press the enable button on the hand control, select a table movement, and report what message comes up on the table message center. When operator did this, she reported that the table moved and that all movements were now working. From information available, it was not known if this was not operator error, but the table was fully functional.

Event description:
Customer reports that during a cystography with supra pubic catheter placement, the table movement failed with the patient in slight trendelenburg position. Staff was able to get the table working within about 10 minutes and completed the procedure without incident. No reported injury.